Manufacturer narrative:
The check of the sterilization charts of the components implanted during primary surgery confirmed that the devices were correctly sterilized before being placed on the market. This is the first and only complaint due to infection, received on the sterilization lot numbers involved in this complaint. Information on patient clinical history (e.g. Previous infections, clinical conditions) and x-rays were not available for this analysis. Pms data: this is the second complaint due to infection reported on the physica system, on a total of (B)(4) physica systems implanted worldwide since 2013 (occurrence rate (B)(4)%). No corrective action planned for this specific complaint. Limacorporate will keep monitoring the market on the reoccurrence of similar events.

Event description:
Primary total knee replacement was performed on (B)(6) 2018 with a physica kr system. Revision surgery was performed on (B)(6) 2018 due to infection. During the revision surgery, the physica kr tibial liner previously implanted was replaced with a new tibial liner (product code 6532.50.510). Event occurred in (B)(6).